Manufacturer narrative:
Event date is estimated. Continuation of concomitant medical products: product ID: wr9220, serial# (B)(4). Product type recharger. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. It was reported that the patient (pt) is having difficulty charging the ins. They saw an open loop screen. They were never able to get to a good or excellent connection on the call. The patient reported sensations while recharging. The following troubleshooting steps were performed: located the ins by looking for incision and/or palpating the ins, repositioned the recharger, apply comfortable pressure to the recharger or consider tightening the recharging belt, recommended patient lean forward while sitting to optimize ins position, confirmed communicator is off while using the recharger. Additional troubleshooting information: pt mentioned on the call that it was burning them when they had it directly over their skin and ends up with a big red mark. The sensation happened after attempting to recharge for awhile on the call. Recommended putting a thin layer of clothing over the back side of the recharger, however it was unclear if the pt did this as they continued to report more issues. Pt states they can't use the belt because every time they use it, it slides. Manufacturing representative was notified of the situation and the patient was direct to follow up with their doctor as well.

Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the cause of the recharger burning the patient's skin was not determined. The most likely cause was reported to be the rotation of battery in pocket. A surgery to reposition the battery to be scheduled. The cause of the difficulty charging was determined. The patient will be scheduled for surgery.